Event description:
It was reported the system failed to generate fluoroscopy x-ray. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable and tgi board were evaluated and replaced. The system was tested and found to be working as intended and returned to service.